Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ¿capsular contracture, grade 3¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "preventative replacement" and ¿capsular contracture, grade 3¿.

Event description:
Healthcare professional reported "preventative replacement" and ¿capsular contracture, grade 3¿ against left side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and capsular contracture was received on (B)(6), 2022, with lot number 2912367. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. Wear abrasion observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "preventative replacement" and ¿capsular contracture, grade 3¿ against left side device. Device has been explanted.

Event description:
Healthcare professional reported "preventative replacement" and ¿capsular contracture, grade 3¿ against left side device. Device has been explanted.